Manufacturer narrative:
Eval summary: the analysis results found that the device was returned in good physical condition. The device was tested with a generator and was functional. The hand activation performed as intended. There were no anomalies noted with the functionality of the device. It could not be determined why the device reportedly malfunctioned. We were unable to recreate the event. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a lap oophorectomy procedure, the foot pedal had power but the device did not have power. No hand activation. A new device was used to complete the procedure. There was no patient consequence.